Event description:
It was reported that during a cold-head replacement service procedure on an mr system, two service contractors brought a ferrous nitrogen gas cylinder on a trolley into the mr environment. The cylinder was attracted by the mr magnet and struck one of the contractors. The injured contractor sustained lacerations to the nose and right wrist. The nasal laceration required sutures, while the wrist injury was treated with a dressing.

Manufacturer narrative:
Legal manufacturer: hcs mr - 3200 n grandview blvd. USA waukesha, wi 53188. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.